Event description:
Co is unable to review history device records due to lot number is not available and product sample was not received therefore no evaluation can be made. Based on the lack of samples for evaluation no further action possible.